Event description:
On 25-apr-2022, intuitive surgical, inc. (Isi) received FDA voluntary report #mw5108697 with the following event description: "davinci xi force bipolar instrument broken inside of patient during operation; parts removed; given to clinician. FDA safety report ID # (B)(4)." It was reported that this event resulted in a serious injury that required intervention.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported failure mode cannot be determined. It is unknown what customer site initially reported this event and therefore no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A system log review cannot be performed due to insufficient information provided. The system serial #, surgeon name, surgery name, and instrument lot # are unknown. This complaint is being reported due to the following conclusion: during an unspecified da vinci-assisted procedure, the force bipolar instrument broke and unspecified medical intervention was required. The event resulted with a foreign body inside the patient. It is unclear if the foreign body was removed from the patient or retained inside the patient. The cause of the customer reported failure mode is unknown.